Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contraction (grade unknown) on right side and "surrounding fluid" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction (grade unknown), "surrounding fluid".

Event description:
Healthcare professional reported capsular contraction (grade unknown) on right side, "surrounding fluid," ultrasound confirmed, ¿oval, well-contoured hypoechoic solid formation...(fibroadenoma?)" And "oval, smooth contoured echogenic hilum...appearance compatible with an intramammary lymph node.¿ device was explanted. This relates to right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the surface of the shell. Encapsulation observed in the device. White particles in the surface of the shell.

Event description:
Healthcare professional reported capsular contraction (grade unknown) on right side, "surrounding fluid," ultrasound confirmed, ¿oval, well-contoured hypoechoic solid formation.(fibroadenoma?)" And "oval, smooth contoured echogenic hilum.appearance compatible with an intramammary lymph node.¿ device was explanted. This relates to right side.